Event description:
It was reported by the rep the device was used during a sigmoid colon resection. It was reported the stapler didn't fully fire. The surgeon over sewn staples. There was no consequence to the pt.